Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported by customer that the IV pump alarming downstream occlusion. No patient harm.

Manufacturer narrative:
One sample was received for quality evaluation. Visual examination did not indicate any issues. The sample was then attempted to be primed and there was a noticeable restriction of the fluid flow. The sample was then inspected under magnification, and the fluid path appears to be partially blocked due to excess solvent. The customer complaint of flow issues was confirmed. Due to the material number and lot number not being provided to aid in the root cause analysis, no corrective or preventative actions were determined, however, improvements to the manufacturing process have been implemented in make a more robust product and eliminate the issue reported. A device history record review could not be performed because the lot number is unknown.